Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a that propofol 1000mg/100ml ordered to infuse at 5mcg/kg/min (2.19ml/hr) completed and alarmed for air in line within 11.5 minutes of initiation in the emergency room (ed). The patient had arrived at the ed in severe respiratory failure with an oxygen saturation of 61%. He was intubated shortly after admission, and placed on the propofol drip for sedation. 1 liter of ns was infusing simultaneously on a second channel, and approximately 7 minutes later was increased to 999ml/hr for a fluid bolus. The patient's vital signs deteriorated rapidly and he was "coded" for 50 minutes until he was pronounced deceased by the ER physician. The customer suspected the two lines may have become interchanged without the nurse's knowledge and requested a device event log review to determine the programming.

Manufacturer narrative:
The customer¿s report of propofol infusing too quickly was not confirmed. Analysis of the pcu event log shows propofol 1000mg/100ml was programmed to infuse at 3.5ml/hr with a vtbi of 100ml at 2:49 pm on (B)(6) 2015. At 2:52 pm, the user changed the dose to 5mcg/kg/min, which changed the rate to 2.19ml/hr. At 2:54 pm, the user attempted to change the dose, but eventually left it at 5mcg/kg/min. At 3:01 pm, the module was channeled off. The volume recorded as being infused during this period was 0.493ml. At 3:03 pm the system was powered back on and the user programmed an infusion of ivf (plain) to infuse at 999ml/hr with a vtbi of 1000ml. The infusion ran until 3:19 pm at this rate until the device was channeled off. The volume recorded as being infused during this period was 185.916ml. This infusion was originally programmed on channel a; it cannot be determined from the log review alone whether the user inadvertently used the programming intended for channel a when programming channel b, which had originally been programmed for the propofol; it is unknown whether the propofol channel had only been turned off but still had the bottle and tubing installed at the time of the programming for plain IV fluid at 999 ml/hr. The root cause could not be definitively identified. No device was returned for investigation. No devices received, log review only.